Manufacturer narrative:
A device log evaluation confirmed the reported technical error codes occurring once during on-going ventilation. One technical error code indicated disabled valves and the other indicated a communication failure between the monitoring and the breathing subsystems. In addition, because this event was just reported 10 months after it occurred, the investigation done by our field service engineer could not recreate the problem and therefore the root cause was not determined. Our conclusion is that the reported problem was confirmed in the logs but the root cause could not be determined.

Event description:
(B)(4).

Event description:
It was reported that while connected to a patient, the ventilator generated a technical error code indicating disabled valves. Patient information is unknown at this time. (B)(4).